Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl at the time of incident. The customer reported other blood glucose value such as 501 mg/dl. The customer was treated with manual shot in the hospital. The customer was declined to troubleshoot for high blood glucose level. Customer was assisted for connecting the insulin pump and transmitter. The insulin pump will not be returned for analysis.